Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts along the majority of the stent from the proximal end of the crimped stent were distorted, stretched proximally and lifted upwards from the stent profile. It is likely the crimped stent may have encountered resistance & subsequent damage during advancement attempts. The bumper tip of the device showed no signs of damage. The balloon cones profile were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the profile. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly calcified and severely tortuous right coronary artery (rca). After a non bsc balloon catheter was used for predilatation, the 32 x 2.50 promus premier¿ drug-eluting stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The physician removed the device from the patient and noted that the stent was lifted. The procedure was completed with another promus premier. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly calcified and severely tortuous right coronary artery (rca). After a non bsc balloon catheter was used for predilatation, the 32 x 2.50 promus premier¿ drug-eluting stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The physician removed the device from the patient and noted that the stent was lifted. The procedure was completed with another promus premier. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is a combination product. (B)(4).